Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose with a recorded high of 304 mg/dl. The device alerted the user to the high glucose level. During the call, the user announced breakfast, and blood glucose began to decrease, reaching 243 mg/dl. The device was able to bring glucose back into range. Additional training was scheduled for the user. The event persisted for over 90 minutes before correction. The user reported no symptoms during the episode. No external medical intervention was required, and no caregiver assistance was involved.